Manufacturer narrative:
Date rec¿d by MFR: 26may2019. Conclusion/root cause: during failure analysis, a visual inspection of the speaker showed no evidence of damage or contamination. During testing of the speaker resistance, it was determined that the speaker coil was out of tolerance. The reported event was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04march2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the controller speaker and the issue was resolved. The device passed performance verification testing.

Event description:
It was reported that the unit declared a "primary alarm fail" error. There was no patient involvement. The event date was not specified; estimate used.